Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes steps provided by the customer and there were no obvious deviations from instructions for use (IFU) identified. Based on the results of the investigation, it is likely that the following led to the malfunction: part of the silicone rubber used in the product peeled off and entered the air/water channel due to deterioration of the product over time. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There was no patient involved.